Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unknown reason. All the components were removed and replaced with a new aus system. No information about the patient's outcome was provided. Additional information received. The previous cuff had a tiny hole, it is unknown how it happened. The patient presented recurring incontinence. The patient had a good outcome.